Manufacturer narrative:
Additional information: further information was reported that there was no alleged malfunction as the physician alleges that the glans were floppy and there may have been a sizing issue in the device. Correction: changed from death to serious injury, this is not a death report.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that there was no alleged malfunction as the physician alleges that the glans were floppy and there may have been a sizing issue in the device.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.